Event description:
Pulse oximeter (nellcor) failed to transfer study data from sensor to pulse oximeter, so info could not be downloaded. This unit was sent back to nellcor for repair and testing. The unit was used for sleep study again after it was returned to hosp. Again after the sleep study, no data was available for download on both occasions. The pt spent another 24 hours hospitalized. Hosp also had another pulse oximeter fail to collect data, this related directly to the pt's oxygen blood saturation and can be critical in the pt's treatment. Both units were returned to nellcor.